Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026, a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using an unknown delivery system. The landing zone at 0 degrees was 14 mm, 45 degrees was 16 mm, 90 degrees was 21 mm, and 135 degrees was 20 mm. During the procedure, the atrial pressure was 12 mm hg and fluid was given. Atrial pressured was observed above 12 mm hg after fluids. Two-dimensional transesophageal echocardiography (tee) was used during the procedure. A 22mm amplatzer amulet left atrial appendage occluder was initially used, however after observing close criteria and performing a tug test, the device partially dislodged from the landing zone but remained fixed on one side. After three unsuccessful repositioning attempts, the device was replaced with a new 22mm amplatzer amulet left atrial appendage occluder according to the IFU. Stable fixation was still not achieved with the new device. The physician decided to replace the second device with a 25mm amplatzer amulet left atrial appendage occluder. All close criteria were observed. The tug test was performed, confirming a stable position, and the device was implanted. The shape of the device at the time of implant was tire, compressed. Post procedure, the patient was noted to have an arrythmia. A few hours after the procedure, it was noted via tee, that the device had migrated halfway out of the ostium, requiring removal of the device via open-heart surgery. The patient remained stable and was discharged a few days later.